Manufacturer narrative:
Correction: h6 (fdc) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The initial reported event of the right ventricular (rv) lead fracture, oversensing resulting in inappropriate therapy, and lead integrity alert (lia) for out of range (oor) impedance was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a right ventricular (rv) lead fracture. It was also noted that the patient received inappropriate high voltage therapy due to oversensing and a lead integrity alert (lia) was triggered due to out of range (oor) impedance. The rv lead was capped and replaced and subsequently explanted. No further patient complications have been reported as a result of this event.